Event description:
Connecting end of tubing (that attaches to tube feed) was cracked. Entire ngt needed to be replaced prior to expiration of tubing due to defect/cracking tube connector causing increased trauma to patient. Per rrt rn: multiple ngts from this supplier have had cracks in them lately.